Event description:
The dealer states that out of the box the handles are cracked at the bend. The dealer states that they noticed the cracks as soon as they opened the box, and are concerned that they could snap with minimal pressure applied to them. The dealer has no further information to provide.